Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had a longevity one year and during the recent checked, it has 4 months battery remaining. Boston scientific technical services (ts) discussed the transition from blend of coloumb counter and monitoring voltage to monitoring voltage alone could explain drop in longevity. There were no programming changes or significant changes in percentage pacing. Ts also offered engineering analysis to confirm the change was due to battery measurement, however, health care professional (hcp) denied. As of this time, this device remains in service. No adverse patient effects were reported.